Event description:
A nurse at the user facility reports that the intraocular lens would not fold properly during insertion. Enlargement of the incision was required to accomodate removal and replacement of the lens. Additional information has been requested.